Event description:
It was reported the video system center is not displaying an image to the monitor attached to the tower. There is an image displayed in the monitor for the capture pc, but not the primary tower monitor. The device continues searching for a signal through the different ports, then the monitor goes to sleep. The issue occurred during preparation for use for an unspecified procedure. During troubleshooting, it was determined that the serial digital interface (sdi) cable going to the tower monitor had been connected to the incorrect comp out video out port by mistake. Once instructed to remove the port and attach it to the available sdi out port in back of the device, the image was displayed properly and the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, it was confirmed that the cable connection was wrong. It was presumed that the wrong cable connection was not connected correctly and it led to the delay in the procedure. Olympus will continue to monitor field performance for this device.